Event description:
An alarm was reported by the customer, indicating an occlusion event that affected their blood glucose level, causing it to display as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump and later resolved the issue by changing the infusion set and cartridge before resuming insulin. There was no assistance required from third parties, and the customer experienced multiple such events but took consistent action to resolve them.